Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to severe deformations of the inner coil close to the is-1 connector pin. This deformation led to a conductor fracture between the lead tip and the is-1 connector pin. Analysis showed that this damage was caused by rotation of the inner coil without an inserted stylet. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific (bsc) crm received info that this pt is in a hospital style bed due to congestive heart failure (chf). Four days post implant, the pt had attempted to adjust his bed and has been symptomatic since. The pt was followed and was in slow pacemaker mediated tachycardia (pmt) and pacemaker syndrome due to loss of av synchrony. Loss of atrial capture and high atrial thresholds were noted. The pt is bradycardic and requires atrial therapy. Therefore, a lead revision was performed. During the procedure, the helix was rotated about thirty times but it spun freely and could not be retracted. Additionally, the stylet could not be passed beyond the pin of the lead and multiple soft stylets were attempted but none of them could get down the lumen. When the lead was removed, the helix was fully retracted into the lead so far that it was barely visible. The lead will be returned for testing.